Manufacturer narrative:
Patient gender not provided by reporter. Device reportedly not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 10/29/2014. Part #: 400.835, lot#: 7839836 (non-sterile) - ti low profile neuro screw self-drilling 5mm. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, five (5) out of seven (7) screws broke while being implanted into a patient. There was a 30 minute surgical delay, and reportedly no additional patient harm. Surgeon was initially utilizing a 5mm screw, however later switched to using a 4mm screw. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. This part was originally added to this complaint due to erroneous information. Updated information indicates there was an issue with 1 screw instead of the original 7 that were reported. Therefore, this part will be voided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender not provided by reporter. Device broke intra-operatively and was not implanted / explanted. (B)(6). Device investigation summary ¿ the complaint condition for seven broken 400.835 lot number 7839836 titanium low profile neuro screw was likely caused by not drilling prior to inserting the screws; however, this complaint is not likely a result of any design related deficiency. The seven 400.835 titanium low profile neuro screws are implants routinely used in the low profile neuro plating system. The screws were returned and reported to have broken during insertion. This condition is confirmed; one screw is broken along a homogenous fracture surface approximately one millimeter down the shaft from the screw head. The other six screws have broken at the very distal self-drilling tip. It is likely that the surgeon did not drill prior to inserting the screws which could have led to this complaint condition. The bone where the screws were being implanted was also likely particularly dense. The screws were manufactured in 10/2014 and are over a year old. The balance of the returned screws is in condition consistent with attempted use. The device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. H6: DHR review ¿ manufacturing location: monument. Manufacturing date: 10/29/2014. Part #: 400.835, lot#: 7839836 (non-sterile) - ti low profile neuro screw self-drilling 5mm. Lot was release to the warehouse on 10/29/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, five (5) out of seven (7) screws broke while being implanted into a patient. There was a 30 minute surgical delay, and reportedly no additional patient harm. Surgeon was initially utilizing a 5mm screw, however later switched to using a 4mm screw. Updated information: all seven of the screws were returned for investigation; upon inspection it was determined that one (1) screw contained a broken off head and the other six (6) screws were indeed damaged, as the tips were determined to be broken at the very distal tip. This report is for the one of the six (6) screws with a damaged tip. This is report 6 of 7 for (B)(4).